Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via the femoral artery through antegrade approach. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right posterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced. The balloon was inflated but it ruptured at 14 atmospheres on the first inflation. The device was exchanged with another of the same device for dilation. Another dilation was performed using a 2mm x 50mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).